Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: service history review: a service history review was performed to identify any similar complaints to the reported complaint while using the alinity m system (08n53-02) serial number (sn) (B)(6). The service history review did not identify any additional complaints related to the reported complaint for the alinity m system (08n53-02) serial number (sn) (B)(6). Complaint trending per am01-01-002 was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 8n53. Customer data review: only the customer data attached to the ticket was reviewed. For the logs that were provided in the ticket, the amplification curves were reviewed. The curves appeared normal and exhibited normal amplification for the sars-cov-2 target as well as the internal control. The amplification curves for the positive samples appear delayed. Delayed curves are associated with weak positive results that are often indicative of a contamination issue. A majority of the positive samples in the attached results logs were weak positives. Per the ticket text, swab analysis found multiple areas of positive results throughout the laboratory and instrument indicative of environmental contamination, mainly the centrifuge. The customer decided to continue using the instrument for sars-cov-2 routine samples, despite having some contaminated areas in the lab. Based on the results of the investigation, a product deficiency for the alinity m system (sn (B)(6)) was not identified.

Event description:
The customer reported an increase in overall positivity for the sars-cov-2 target on the alinity m resp-4-plex assay on the alinity m instrument. The customer suspects potential environmental contamination without any negative control reactive, and they are therefore suspecting the alinity m instrument. The technical application specialist (tas) downloaded files via abbottlink. During (B)(6) 2024, the positivity rates (positive specimen tests/total specimen tests) reached values >70% for the sars-cov-2 target. There was no report of impact to patient management, and the customer did not provide any specific number of tests impacted by the issue. All testing of sars-cov-2 on alinity m is halted, and the customer is using their alternative methods. All positive samples that do not have associated clinical symptoms were reported as inconclusive. It was left in the hands of the physicians to consider whether it was necessary to request a second sample according to the patient's clinical condition. For the time being, none of these patients have been required for a second test. The field service engineer (fse) performed a 48-water run test, which showed three positive results with cycle threshold (cts) between 33-39. The fse performed swab testing and started initial cleaning of the instrument. Swab analysis found multiple areas of positive results throughout the laboratory and instrument (environmental contamination, mainly in the centrifuge). The fse completed troubleshooting. The customer decided to continue using the instrument for sars-cov-2 routine samples, despite they have some contaminated areas in the lab, but they know that system is completely decontaminated. The customer did not provide information regarding specific discrepant results.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.